Event description:
It was reported that a patient was started on dexmedetomidine drip on (B)(6) 2021 at 0615 at a rate of 0.5 mcg/kg/hr (1.3 ml/hr) in order to tolerate bipap. The pump settings were double checked by 2 rns. The rn then noted that the dexmedetomidine bag was almost empty when stopping the infusion. The settings of infusion were checked again and verified to be correct at that time. The events were reviewed surrounding drug administration with other rns and verified that the volume to be infused on the pump was set originally to 50ml. The pump after infusion was stopped and indicated that volume to be infused was still 48.6ml but the bag was almost empty. The tubing, area surrounding the pump, and bed were checked and no evidence of leakage of medication was found. Medical intensive care unit team was notified. There was patient involvement and an adverse event occurred, which required an unspecified intervention to prevent impairment or damage.

Manufacturer narrative:
This semdr is automatically created upon completion of investigation. However, since there is no new information and it does not impact the already filed emdr, & semdr we need to cancel this auto created third semdr.

Event description:
It was reported that a patient was started on dexmedetomidine drip on (B)(6) 2021 at 0615 at a rate of 0.5 mcg/kg/hr (1.3 ml/hr) in order to tolerate bipap. The pump settings were double checked by 2 rns. The rn then noted that the dexmedetomidine bag was almost empty when stopping the infusion. The settings of infusion were checked again and verified to be correct at that time. The events were reviewed surrounding drug administration with other rns and verified that the volume to be infused on the pump was set originally to 50ml. The pump after infusion was stopped and indicated that volume to be infused was still 48.6ml but the bag was almost empty. The tubing, area surrounding the pump, and bed were checked and no evidence of leakage of medication was found. Medical intensive care unit team was notified. There was patient involvement and an adverse event occurred, which required an unspecified intervention to prevent impairment or damage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was started on dexmedetomidine drip on august 16, 2021 at 0615 at a rate of 0.5 mcg/kg/hr (1.3 ml/hr) in order to tolerate bipap. The pump settings were double checked by 2 rns. The rn then noted that the dexmedetomidine bag was almost empty when stopping the infusion. The settings of infusion were checked again and verified to be correct at that time. The events were reviewed surrounding drug administration with other rns and verified that the volume to be infused on the pump was set originally to 50ml. The pump after infusion was stopped and indicated that volume to be infused was still 48.6ml but the bag was almost empty. The tubing, area surrounding the pump, and bed were checked and no evidence of leakage of medication was found. Medical intensive care unit team was notified. There was patient involvement and an adverse event occurred, which required an unspecified intervention to prevent impairment or damage.

Manufacturer narrative:
Manufacturer narrative: a review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a patient was started on dexmedetomidine drip on (B)(6) 2021 at 0615 at a rate of 0.5 mcg/kg/hr (1.3 ml/hr) in order to tolerate bipap. The pump settings were double checked by 2 rns. The rn then noted that the dexmedetomidine bag was almost empty when stopping the infusion. The settings of infusion were checked again and verified to be correct at that time. The events were reviewed surrounding drug administration with other rns and verified that the volume to be infused on the pump was set originally to 50ml. The pump after infusion was stopped and indicated that volume to be infused was still 48.6ml but the bag was almost empty. The tubing, area surrounding the pump, and bed were checked and no evidence of leakage of medication was found. Medical intensive care unit team was notified. There was patient involvement and an adverse event occurred, which required an unspecified intervention to prevent impairment or damage.